Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01379. It was reported the patient experienced a couple of falls and her scs system programs begin to auto-reduce. A system diagnostics revealed high impedances. Surgical intervention was taken and the patient's scs leads were replaced. Postoperative the patient reported receiving effective stimulation therapy.